Manufacturer narrative:
It was initially reported that the router was returned for evaluation, it was subsequently confirmed that the router was discarded. The associated attachment, (B)(4) was returned for evaluation. Device discarded.

Event description:
It was reported that the router broke while turning bone flap during a craniotomy procedure. It was also reported that the broken piece landed on a non-functioning part of the brain. It was further reported that there were no adverse consequences as a result of this event. It was also reported that there was a 1 minute delay and that the procedure was completed successfully.

Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that the router broke while turning bone flap during a craniotomy procedure. It was also reported that the broken piece landed on a non-functioning part of the brain. It was further reported that there were no adverse consequences as a result of this event. It was also reported that there was a 1 minute delay and that the procedure was completed successfully.